Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer cleared the alarm and resumed insulin therapy to address the issue. Customer¿s blood glucose (bg) was "high"; although specific value was not provided. Elevated blood glucose levels were addressed by manual insulin injection. Reportedly, on (B)(6) 2024 the customer went to the emergency room (ER) with a blood glucose level of over 400 mg/dl. Customer attempted to address the elevated (bg) by changing the pump supplies and delivering a correction bolus via the pump. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and the customer was released the same day with no permanent damage. System check was performed by tandem technical support and the pump is functioning as intended.